Manufacturer narrative:
The speaker assembly and cpu pcba were returned to failure investigation for analysis. A visual inspection of the speaker assembly revealed no evidence of damage or contamination. The speaker assembly and the cpu pcba were tested, and no failures were identified. The 1102-primary alarm failed error code could not be duplicated. The customer's reported issue could not be duplicated.

Manufacturer narrative:
Event date: (B)(6) 2021. Report date: 12feb2021.

Event description:
Medical engineer reported during testing, "check vent: primary alarm failed" alarm occurred and started to sound from the time of starting up the device. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The reported issue was confirmed by an operational check performed. The field service engineer (fse) confirmed in the event log that there was a failure in the speaker connected to motor controller (mc) board, which caused the reported issue. Therefore, the speaker and central processing unit (cpu) board controlling the speaker were replaced. Since the measured oxygen concentration was 93.1% when the setting was 100% at oxygen concentration accuracy test, flow sensor assembly was replaced. The fse confirmed that the nut located at the speaker fixed part rotated together, so base assembly was replaced. The following parts were replaced for periodic maintenance: oxygen inlet filter, air inlet filter, cooling fan filter, blower assembly, lithium-ion battery, cooling fan and tubing kit. The unit was checked overall, cleaned, run in tested and functionally tested.